Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was confirmed. The root cause was supply bag fell and disconnected. The label review found the labeling adequate for the use error in this complaint.

Event description:
The registered nurse (rn) contacted baxter's technical service center regarding system error 2240 and 2367 alarms which occurred on the homechoice during use during dwell 2 of 5. A bag had fallen and disconnected. The rn would start over with new supplies and notify the patient's peritoneal dialysis (pd) rn within 24 hours. Baxter product surveillance (bps) contacted the nurse on (B)(6) 2012. She stated that there was no issue with the supplies that she was aware of, and that the patient's therapy had been going well since. She stated that the bags must have been hung up incorrectly, causing them to fall. There were no adverse effects reported in relation to this event. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Bps spoke with the pdrn on (B)(6) 2011. She stated that she had been contacted about the incident. The patient's therapy has been going well since, and there were no adverse effects reported in relation to this incident. The patient was continuing therapy on the homechoice. There was patient involvement but no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The event was caused by a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.